Manufacturer narrative:
The investigation confirmed that multiple, discordant, (B)(6) vitros ahavt quality control results were obtained from a (B)(6) qc fluid processed on a vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained multiple, discordant, (B)(6) vitros ahavt quality control results from a (B)(6) qc fluid processed on a vitros eciq system. The following results were obtained: (B)(6) biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).